Manufacturer narrative:
Investigation summary: this device was not returned for analysis, as it remains implanted and in service; therefore, a technical analysis could not be performed. It was determined that the unexpected change in observed longevity is due to a mismatch between the actual battery voltage and the expected battery voltage per the nominal battery discharge model (which represents how the device's battery voltage typically decreases over time). In some devices, the voltage becomes lower than the nominal model. This results in the remaining longevity appearing to decrease more quickly than expected between routine follow-ups. Boston scientific devices will automatically adjust remaining longevity estimates to maintain the 90-day therapy window between explant and battery capacity depleted. In this case, the battery did not deplete prematurely, rather, the replacement indicator (and associated remaining longevity) was adjusted later in device life to ensure a 90-day replacement period. Device history record review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Labeling review: review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review risk review: a risk review was completed and confirmed that the event of gas gauge/longevity not as expected was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause linked to device but unable to trace more specifically.

Event description:
It was reported that this implantable pacemaker exhibited a drop in battery longevity from five to three years within six months. Technical services (ts) reviewed the data and confirmed that the device was depleting normally. This device remains in service and no adverse patient effects were reported.